Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rectangular rash on the front of his chest and a triangle one on his back. Patient described the rash as bright red and feeling like they are on fire. There was no alleged device malfunction contributing to the irritation. Patient reported that several doctors advised to end use. Patient reported using calamine lotion and taking benadryl. Follow up indicated that the skin irritation has improved.